Event description:
Boston scientific received information that during the upgrade procedure, the existing atrial lead appeared fractured. A new atrial lead was attempted to be positioned; however, the pre j-shaped stylet was very difficult to insert into the lead, once inserted, the lead was unable to be secured at the appendage, and the j-shaped stylet was even harder to insert each time. Since there was still a lot of resistance while pushing in the pre j-shaped stylet, the lead was removed from the patient and tested on the scrub table using the same pre-j shaped stylet. The same results were experienced. A second atrial lead was attempted; however, the same incident occurred with the second lead after multiple attempts were made with all types of j-shaped stylets. Due to the length of the procedure, the decision was made to surgically abandon the existing atrial lead and leave only a right ventricular lead implanted. No adverse patient effects were reported.

Manufacturer narrative:
The chronic atrial lead was not returned to boston scientific; therefore, the clinical observations could not be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.